Event description:
Customer reported the paramedics were called to assist her with low blood glucose. Troubleshooting was not completed at time of call. No further details provided at time of call.

Manufacturer narrative:
Bolus stopped alarmed during e21 error test due to faulty battery tube. An a33 alarm occurred unable to prime due to faulty force sensor.